Event description:
It was reported that the patient had no stimulation sensation. It was noted that there was no known accident or incident related to the complaint. It was further reported that the patient was not able to adjust stimulation. It was noted that the inability to adjust stimulation may be due to pocket swelling and the bandage. It was further noted that at 9:00 pm on the day prior to the report it stopped working completely. The patient was reportedly sitting. The patient reportedly used stimulation ¿24/7¿ and were concerned that the implantable neurostimulator (ins) would be off too long and go completely out and have to be replaced.¿ the patient also reportedly had an ¿info screen¿ on the mystim patient programmer. The patient attempted to sync with the antenna and saw the poor communication screen. It was noted that the antenna was repositioned several times. The patient then tried to sync without the antenna and also got the poor communication screen. The patient noted that they had a plastic bandage over the incision. It was also noted that the bandage and possible swelling could be interfering with communication. The patient reportedly had an appointment with their health care provider (hcp) later on the same day as the report. The patient asked if they should be concerned about the battery being dead. It was further reported that had tried to ¿lower the charge¿ because 3 days prior to the report it seemed to be stronger than it was before. It was noted that it affects the patient¿s legs too much and their legs start to feel like noodles. It was noted that the patient had been using a walker as a result. It was then reported that right after it went off the patient was able to use their legs which was a sign that it was too strong, but the patient was not able to lower it. The patient stated that ¿I don't have a lot of feeling from all the surgeries that I've had before, not anything to do with this.¿ it was unclear what this meant. The patient did comment that they ¿had no pain which was amazing.¿ it was further noted that the patient had glaucoma and had trouble seeing the screen and had to use a magnifying glass. It was also stated that the patient had no feeling in reference to ¿it¿s hard to stand.¿ it was also reported that the patients stimulation stopped suddenly and it was not able to be determined if the ins was on or off. Additional information has been requested but was not available as of the date of this report.

Event description:
Additional information received reported that the manufacturer's representative met with the patient and it was stated that the reported issues "simply took further education." It was stated that the patient thought the remote was wireless. It was stated that after teaching the patient how to use the programmer with the antenna and the patient was doing fine. It was noted that no further actions were needed. It was stated that the patient was doing very well with the stimulator and her pain was well controlled.

Manufacturer narrative:
Concomitant products: product ID 3550-29, lot # n382410, implanted: (B)(6) 2014, product type accessory; product ID 9 7740, serial # (B)(4), product type programmer, patient; product ID 97754, serial # (B)(4), product type recharger; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, product type lead. (B)(4).